Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a battery voltage of 3.10 while still in the package. After a manual capacitor reform was performed, the battery status changed to 3.05 volts.